Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis found low battery voltage and a high current drain condition. Electrical analysis found that the hybrid had high current drain condition. An ic (integrated circuit) was inadvertently damaged during further analysis of the hybrid, and the root cause could not be determined.